Manufacturer narrative:
The intraocular lens (iol) was received cut in 3 pieces across the optic precluding analysis. The lens met all specifications prior to release. It was reported the iol was implanted with a non validated insertion system. All information available is included in this report.

Manufacturer narrative:
The intraocular lens (iol) was not received for evaluation. The iol was used with an insertion system that is not validated for use with this lens. All information available is included in this report. Iol not returned to the manufacturer

Event description:
It was reported the intraocular lens (iol) wrinkled after insertion in the eye during routine cataract surgery. The incision was enlarged to remove the damaged lens and an alternate lens implanted successfully. The account was using an insertion system that is not validated for use with this iol.